Event description:
Related manufacturer reference number: 2017865-2023-19834. It was reported that the patient presented in clinic with their atrial and right ventricular leads exhibiting failure to capture. Dislodgement was suspected. Both leads were explanted and replaced. The patient was stable.